Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. No additional information was reported.

Event description:
New information received indicated that the patient presented in clinic on 10/11/2018. Upon interrogation the right ventricular lead exhibited additional episodes of noise noted on right ventricular oversensing episodes. No device intervention was performed but lead revision was discussed. Patient was stable before, during, and after the clinic visit.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2018. Patient was stable before, during, and after the procedure.